Event description:
Endoleak (type 1b): on april 14, the treo device was implanted. A main bifurcated stent-graft (28-b2-26-100u) was inserted using a lunderquist guidewire (cook medical) from the right femoral artery and deployment was initiated with reference to the left renal artery. The contralateral gate was cannulated, and a contralateral leg extension stent-graft (28-l2-11-100u) was inserted. It appeared to be slightly short and the proximal side of the contralateral leg extension stent-graft was deployed by overlapping at just about the overlap markers. The outer sheath was exchanged to a dryseal (12 fr, gore). The main bifurcated stent-graft was completely deployed, and the delivery system was retrieved leaving the sheath. The ipsilateral leg extension stent-graft (28-l2-17-100u) was implanted just above the iia. Touch-up with a coda balloon (cook medical) and angiography were performed, and a type1a endoleak was observed. The sheath was exchanged for a dryseal (18 fr, gore) in the right femoral artery, and an excluder (pla260300j, gore) was implanted in the leak site. After the proximal part of the excluder was checked and no endoleak was confirmed, the procedure was completed. On april 21, endoleak was confirmed on follow-up CT, and a possibility of type 1b endoleak was suspected. An additional treatment was applied to the right leg on the same day. The right femoral artery was exposed by general anesthesia for additional stent-graft implantation. An 8 fr sheath was inserted, and angiography was performed, which revealed type 1b endoleak clearly. There was a gap of about 10 mm from the end of the 28-l2-17-100u to the iia branch. After a dryseal (12 fr, gore) was inserted, an excluder (plc181000j, gore) was inserted and implanted just above the iia. Angiography was performed after apposition of the excluder to the vessel wall was achieved using a coda balloon (cook medical). The endoleak was confirmed to have disappeared, and the procedure was completed. The physician commented that the dryseal might have been pushed up against the edge of the stent-graft during insertion of the dryseal from the ipsilateral side. Operation type: stent-graft implantation. Ancillary devices used: 28-b2-26-100u, 28-l2-11-100u, excluder (pla260300j, gore), and excluder (plc181000j, gore). (B)(4). Patient outcome - "no health damage to the patient."

Event description:
Endoleak (type 1b): on april 14, the treo device was implanted. A main bifurcated stent-graft (28-b2-26-100u) was inserted using a lunderquist guidewire (cook medical) from the right femoral artery and deployment was initiated with reference to the left renal artery. The contralateral gate was cannulated, and a contralateral leg extension stent-graft (28-l2-11-100u) was inserted. It appeared to be slightly short and the proximal side of the contralateral leg extension stent-graft was deployed by overlapping at just about the overlap markers. The outer sheath was exchanged to a dryseal (12 fr, gore). The main bifurcated stent-graft was completely deployed, and the delivery system was retrieved leaving the sheath. The ipsilateral leg extension stent-graft (28-l2-17-100u) was implanted just above the iia. Touch-up with a coda balloon (cook medical) and angiography were performed, and a type1a endoleak was observed. The sheath was exchanged for a dryseal (18 fr, gore) in the right femoral artery, and an excluder (pla260300j, gore) was implanted in the leak site. After the proximal part of the excluder was checked and no endoleak was confirmed, the procedure was completed. On april 21, endoleak was confirmed on follow-up CT, and a possibility of type 1b endoleak was suspected. An additional treatment was applied to the right leg on the same day. The right femoral artery was exposed by general anesthesia for additional stent-graft implantation. An 8 fr sheath was inserted, and angiography was performed, which revealed type 1b endoleak clearly. There was a gap of about 10 mm from the end of the 28-l2-17-100u to the iia branch. After a dryseal (12 fr, gore) was inserted, an excluder (plc181000j, gore) was inserted and implanted just above the iia. Angiography was performed after apposition of the excluder to the vessel wall was achieved using a coda balloon (cook medical). The endoleak was confirmed to have disappeared, and the procedure was completed. The physician commented that the dryseal might have been pushed up against the edge of the stent-graft during insertion of the dryseal from the ipsilateral side. Operation type: stent-graft implantation ancillary devices used: 28-b2-26-100u; 28-l2-11-100u; excluder (pla260300j, gore); excluder (plc181000j, gore). (Tc#(B)(4)). Patient outcome - "no health damage to the patient.".